Event description:
The healthcare professional reported that the patient did not carry the patient programmer with her because the implantable neurostimulator (ins) did not work. It was noted that the healthcare professional had limited information as they had not spoken to the patient directly. There were no reported patient symptoms. The patient's indications for use included chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.